Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio2 reading 1: 3.9, inratio2 reading 2: 1.8. Time between testing was 5 minutes.

Manufacturer narrative:
Investigation pending.